Event description:
On 2/3/94 we were notified by the hospital that the ventilator because loud, was generating heat, and stopped working while on a pt. The hospital also informed us that the pt was "bagged" anad switched to another ventilator with no signs of compromise. On 2/11/94 we were told that the pt is now off the ventilator and is doing fine.